Manufacturer narrative:
Patient under 18 years.

Event description:
It was reported that there was a hole in the catheter. The more than 80% occluded target lesion was located in the left anterior descending (lad) artery. During unpacking of an opticross imaging catheter, it was noted that the catheter had a small hole on it. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
A2 patient under 18 years. Device evaluated by MFR: it was observed that the proximal sheath was detached and the imaging core was pulled out from the sheath. Additionally, it was found the imaging window was stretched and damaged (open hole) at the lap joint section. Kinks were observed in the distal sheath and imaging window. Through microscopic inspection, the imaging window was observed stretched and damaged (open hole) and the proximal sheath was observed detached.

Event description:
It was reported that there was a hole in the catheter. The more than 80% occluded target lesion was located in the left anterior descending (lad) artery. During unpacking of an opticross imaging catheter, it was noted that the catheter had a small hole on it. The procedure was completed with another of the same device. No patient complications were reported.